Manufacturer narrative:
Upon completion of investigation a follow up report will be filed.

Manufacturer narrative:
The lot number was a correction and the expiration date was additional information. The valve and catheter were returned for evaluation. The investigation of the returned valve did confirm the problem reported by the customer. The lot number for the valve was cpgb8f serial number (B)(4), product code 82-3184. The lot number for the catheters is cpfc39, product code, 82-3072. The position of the cam when valve was received was 40mmh2o. The valve was visually inspected; 3 tears in the silicone housing were noted at the beginning of the valve casing. It was not possible irrigate the valve, to confirm the blockage due to the damaged silicone housing. The damage to the silicone housing is possible due to a sharp/pointed object or maybe clamps coming into contact with the silicone housing. The catheters were irrigated with purified water, no occlusion was noted. The valve was tested for programming; the valve failed the test, during the programming process the cam mechanism did not move. The valve could not be pressure tested due to the damaged silicone housing. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar, and on the base plate. Review of the history device records confirmed the valve, product code 82-3184 with lot number cpgb8f, conformed to the specifications when released to stock on the 5th july 2013. Review of the history device records confirmed the catheters, product code 82-3072, with lot number cpfc39, conformed to the specifications when released to stock on the 31st may 2013. The root cause of the problem reported by the customer (not working) is due to biological debris found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar, and on the base plate. The root cause for the tears in the silicone housing is possible due to a sharp/pointed object or maybe clamps coming into contact with the silicone housing, as noted in the IFU silicone has a low cut and tear resistance. No problem was noted with the catheters. No corrective action is needed based on the results of the evaluation. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
The device was blocked and not working. (After use on patient). (B)(4) /2014 additional information from the affiliate stated: were there any adverse consequences to the patient? - no what actions were taken as a result of this incident? - the faulty device was removed and will implant a new devise after the infection will be controlled. Was there a delay in surgery greater than 30 minutes? No.